Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, a 4/2 amplatzer piccolo occluder was selected for implant in a (B)(6) patient with the following patent ductus arteriosus (pda) dimensions: pda minimal diameter of 2.8 mm, pda length of 3.8 mm and diameter at aortic ampulla of 4.9 mm. During the procedure the device was successfully implanted extraductal. On (B)(6)2021, transthoracic echocardiogram (tte) was performed and showed that the device had embolized into the left pulmonary artery (lpa). The device was successfully snared and removed from the patient. A 5/2 amplatzer piccolo occluder was then used and successfully implanted extraductaly to resolve the event. The procedure was not extended longer than is clinically significant and the patient remained hemodynamically stable throughout. The patient is stable. No additional information was provided.

Manufacturer narrative:
An event of "the device had embolized into the left pulmonary artery" was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. A review of the measurements as reported from the field was performed. Per the sizing table in the instructions for use, arten600042307 revision b, the correct size piccolo occluder for the measurements provided was a 9-pdap-04-02-l, which is consistent with the implanted device. The cause of the reported event could not be conclusively determined. A CAPA was initiated for further investigation on the device embolization, per internal procedures.